Manufacturer narrative:
The device involved in the incident was not returned for evaluation (lost in transit). No photos were provided. Attempts to obtain additional information about the device and event and to have the sample returned for evaluation were unsuccessful. A review of the manufacturing records was not possible as the lot number of the device was not provided. The report indicated the catheter was inserted in the baby's leg and the baby was crying and kicking his legs. This may have contributed to the lumen breakage. Without an evaluation of the device involved we are unable to determine the exact cause of the reported failure.

Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation.

Event description:
Hospital reports the radiology technician was bedside re-taping the nasal cannula. The baby was crying and kicking his legs. Nurse went to help and noticed the 2.6f vascu-PICC was broken at the hub and lying in the bed. The rest of the catheter was removed and a new peripheral IV was placed.